Event description:
Clearlink system non-dehp soln set disconnected. An infant patient was on the floor mat, "where the tpn tubing was found to be completely disconnected from the baby ". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.